Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one insyte autoguard 24ga units within a sealed package from lot number 8213770. All components within were present and intact. Two photographs were also submitted for evaluation which revealed similar observations to that of the actual unit received. Through the visual microscopic evaluation bd immediately observed a black foreign matter on the paper top and bottom web film. The reported issue was confirmed. The black foreign matter was introduced during the packaging process from the time the bottom web was formed until the package was sealed. A source of the foreign matter appears to be a burnt resin that builds up or from the static of the bottom web. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿black powdery fm attached to the safety barrel part before opening the package."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard bc shielded IV catheter had foreign matter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿black powdery fm attached to the safety barrel part before opening the package."